Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that hardware components on the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an oblique lumbar interbody fusion (olif), a beeping noise emitted from the imaging system where the display then went all white while performing a fluoroscopic image acquisition. It was noted that restarting the imaging system restored functionality. There was no reported impact on patient outcome. No additional information was provided.